Manufacturer narrative:
D2a: common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: procode: additional product codes: gbo, lje. E1: customer (person) - mobile: (B)(6). G4: PMA/510(k)#: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked. The physician placed the catheter into the patient's abdominal cystic mass according to routine operation procedure. The catheter was secured and attached to an external drainage bag for drainage of yellow fluid. Later, when the patient was being helped up from the "CT bed" by a family member, yellow fluid was observed at the hub of the catheter. The physician discovered that the connection between the catheter and the mac-loc hub was "not tightly sealed" and resulted in the leakage. The catheter was then removed and replaced using a wire guide exchange. No other adverse effects were reported for this incident.

Event description:
Additional information was provided on 06mar2024. The leakage was noted about a few minutes after the catheter had been placed. The complaint device will not be returned due to the hospital discarding it on site.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked. The physician placed the catheter into the patient's abdominal cystic mass according to routine operation procedure. The catheter was secured and attached to an external drainage bag for drainage of yellow fluid. A few minutes after placement, when the patient was being helped up from the "CT bed" by a family member, yellow fluid was observed at the hub of the catheter. The physician discovered that the connection between the catheter and the mac-loc hub was "not tightly sealed" and resulted in the leakage. The catheter was then removed and replaced using a wire guide exchange. No other adverse effects were reported for this incident. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported and subassembly lots and records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. Cook reviewed the product labeling for the complaint device. The instructions for use (IFU) [ t_multi2_rev1, multipurpose drainage catheter] states the following. Precautions patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred. The information provided upon review of the dmr, DHR, and IFU suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.